Event description:
It was reported that, "the pt underwent left hip replacement surgery in 2004." It was further reported that, "after implantation, the patient heard an audible sound emanating from his hip. As a result, patient experienced pain and discomfort in his hip.

Manufacturer narrative:
The information on ths per was provided by stryker orthopedics legal affairs dept. No additional information is available at this time. The devices are not available at the time of the per due to the ongoing litigation.